Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sudden onset of low flows on their ventricular assist device (vad). The patient was admitted and transthoracic echocardiogram (tte) and computerized tomography (CT) scan performed which indicated the outflow graft was kinked/bent. The patient was taken to surgery for a limited access incision and cleared the external compression of the graft. The outflow graft remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The outflow graft was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2018. 10 low flow alarms were logged since (B)(6) 2018. Of note, it was reported that imaging performed by the site revealed that the outflow graft was kinked/bent. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula, and/or poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the surgery was a right thoracotomy, off pump mobilization, and repositioning of the outflow graft. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.